Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4) united states or (B)(4) dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from inside the door of the cycler. The leak was discovered during priming of peritoneal dialysis (pd) therapy. The patient was not connected. There was no patient involvement. No additional information is available.